Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report based on premature deployment of bands. We were unable to confirm difficulty with deployment due to the absence of bands on the barrel. The trigger cord, empty barrel, two-way handle and loading catheter were included in the return. The two-way handle was returned in the firing position. All six (6) bands had deployed prematurely and not included in the return. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using a bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the information provided with this report indicated the endoscope used with this device was an olympus gif-q180 endoscope. The outer diameter of this endoscope is 8.8 mm. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope. The mbl-6 is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm. The endoscope used is outside the recommended range. Use of the device with an incompatible endoscope could have contributed to the reported observation. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an incompatible endoscope was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator (mbl-6). After [the user] suck [suctioned] the varix, the physician turned [the handle] to the firing mode, turned the wheel on the handle, but no band was fired. The patient started bleeding. The physician instructed to change to a new mbl-6 and was able to complete the procedure. Other than the deployed bands, a section of the device did not remain inside the patient's body. As a result of the banding not being successful, bleeding occurred after sucking up varices. Another mbl-6 device was used to stop the bleeding and finish the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.